Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. Further trouble shooting could not be performed. No additional information was available.